Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), feeling abnormal ("brain fog") and menorrhagia ("long periods"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, feeling abnormal and menorrhagia outcome was unknown. The reporter considered fatigue, feeling abnormal, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-may-2017: quality-safety evaluation of product technical complaint company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and experienced pain/pelvic pain and heavy bleeding (seen as genital bleeding). The plaintiff was submitted to a hysterectomy and essure was removed on (B)(6) 2016. Pelvic pain and genital bleeding may occur with essure therapy. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: essure device completely in the right fallpian"), embedded device ("essure device on the left partially within the fallopian tube wit the rest projecting within the endometrium") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. B30425, b30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, anxiety, depression and attention deficit disorder. Concomitant products included alprazolam, buspirone hydrochloride (buspar), fluoxetine hydrochloride (prozac) and obetrol (adderall). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced fatigue ("fatigue"), the first episode of menorrhagia ("long periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), the second episode of menorrhagia ("menorrhagia"), hypersensitivity ("allergic hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), nausea ("nausea"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy on (B)(6) 2016) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, feeling abnormal, vaginal haemorrhage, the last episode of menorrhagia, hypersensitivity, mental disorder, nausea, dysmenorrhoea, weight increased, weight decreased and abdominal pain outcome was unknown, the fatigue and vaginal discharge had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, device dislocation, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, mental disorder, nausea, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion/migration of essure most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events: abnormal bleeding (vaginal), menorrhagia, allergic hypersensitivity reaction, psychological or psychiatric problems, malposition of essure device location of device: essure device completely in the right fallopian, essure device on the left partially within the fallopian tube wit the rest projecting within the endometrium, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain, weight loss, abdominal pain, bloating incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: essure device completely in the right fallpian"), embedded device ("essure device on the left partially within the fallopian tube wit the rest projecting within the endometrium/migration of essure device location of device: essure on the left extends from the fallo1lpian tube into the endometrial cavity") and genital haemorrhage ("heavy bleeding/ bloody discharge") in a 43-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism and genital herpes. Concurrent conditions included body mass index normal, anxiety, depression, attention deficit disorder, menometrorrhagia, premenstrual syndrome, uterine bleeding, hypothyroidism, dysuria, ovarian cyst and change in sleep pattern. Concomitant products included alprazolam, buspirone, buspirone hydrochloride (buspar), doxepin, fluoxetine hydrochloride (prozac) and obetrol (adderall). In 2014, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("brain fog/neurological conditions or problems-brain fog"), temperature intolerance ("allergic or hypersensitivity reaction sensitive to heat"), perfume sensitivity ("allergic or hypersensitivity reaction sensitive to smells") and depression ("psychological or psychiatric problems condition: depression"). In 2015, the patient experienced nausea ("nausea") and weight increased ("weight gain/weight gain/loss specify: gain"). On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced menorrhagia ("long periods/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2016, the patient experienced fatigue ("fatigue/physical fatigue, brain fatigue") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), weight decreased ("weight loss"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (tah, lap bilateral salpingectomy, cystotomy repair) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, feeling abnormal, menorrhagia, vaginal haemorrhage, hypersensitivity, mental disorder, nausea, dysmenorrhoea, weight decreased, abdominal pain, temperature intolerance, perfume sensitivity and depression outcome was unknown, the genital haemorrhage, fatigue and vaginal discharge had resolved and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, mental disorder, nausea, perfume sensitivity, temperature intolerance, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (discrepancy noted in essure insertion date: 2014 and (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion/migration of essure concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: essure device completely in the right fallpian'), embedded device ('essure device on the left partially within the fallopian tube wit the rest projecting within the endometrium/migration of essure device location of device: essure on the left extends from the fallopian tube into the endometrial cavity'), autoimmune thyroiditis ('hashimoto's thyroiditis'), bladder injury ('bladder injury') and genital haemorrhage ('heavy bleeding/ bloody discharge') in a 41-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included dextroamphetamine sulfate. The patient's medical history included hypothyroidism, genital herpes and alcohol use. Concurrent conditions included body mass index normal, anxiety, depression, attention deficit disorder, menometrorrhagia, premenstrual syndrome, uterine bleeding, hypothyroidism, dysuria, ovarian cyst, change in sleep pattern, hypertension, osteopenia and bladder injury. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), buspirone, buspirone hydrochloride (buspar), doxepin and fluoxetine hydrochloride (prozac). On an unknown date, the patient started dextroamphetamine sulfate at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("brain fog/neurological conditions or problems-brain fog"), temperature intolerance ("allergic or hypersensitivity reaction sensitive to heat") and perfume sensitivity ("allergic or hypersensitivity reaction sensitive to smells"). On (B)(6) 2014, the patient experienced menorrhagia ("long periods/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), 11 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced fatigue ("fatigue/physical fatigue, brain fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/weight gain/loss specify: gain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), bladder injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems") and abdominal distension ("bloating") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (closure of cystotomy and tah, lap bilateral salpingectomy, cystotomy repair). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, embedded device, autoimmune thyroiditis, bladder injury, feeling abnormal, menorrhagia, vaginal haemorrhage, hypersensitivity, mental disorder, nausea, dysmenorrhoea, weight decreased, abdominal pain, temperature intolerance, perfume sensitivity, depression and back pain outcome was unknown, the genital haemorrhage, fatigue and vaginal discharge had resolved and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, autoimmune thyroiditis, back pain, bladder injury, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, mental disorder, nausea, perfume sensitivity, temperature intolerance, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (discrepancy noted in essure insertion date: 2014, (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion/migration of essure. Ultrasound scan - on an unknown date: essutre device mostly in the endometrial (uterine) cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dysmenorrhea, menorrhagia, depression concerning the injuries reported in this case, the following ones were reported via social media : autoimmune thyroiditis quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 9 and 10 processed together. Social media received. Event : hashimoto's thyroiditis added. On 2-oct-2019: fu 9 and 10 processed together. Pfs received. Concomitant drug added. Event : back pain, bladder injury added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: essure device completely in the right fallopian"), embedded device ("essure device on the left partially within the fallopian tube wit the rest projecting within the endometrium/migration of essure device location of device: essure on the left extends from the fallopian tube into the endometrial cavity") and genital haemorrhage ("heavy bleeding") in a 43-year-old female patient who had essure (batch no. B30425, b30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism and genital herpes. Concurrent conditions included body mass index normal, anxiety, depression, attention deficit disorder, menometrorrhagia, premenstrual syndrome, uterine bleeding, hypothyroidism, dysuria, ovarian cyst and change in sleep pattern. Concomitant products included alprazolam, buspirone, buspirone hydrochloride (buspar), doxepin, fluoxetine hydrochloride (prozac) and obetrol (adderall). In 2014, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("brain fog/neurological conditions or problems-brain fog"), temperature intolerance ("allergic or hypersensitivity reaction sensitive to heat and smells"), parosmia ("allergic or hypersensitivity reaction sensitive to heat and smells") and depression ("psychological or psychiatric problems condition: depression"). In 2015, the patient experienced nausea ("nausea") and weight increased ("weight gain/weight gain/loss specify: gain"). On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced the first episode of menorrhagia ("long periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2016, the patient experienced fatigue ("fatigue/physical fatigue, brain fatigue") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of menorrhagia ("menorrhagia"), hypersensitivity ("allergic hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), weight decreased ("weight loss"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and bloody discharge ("bloody discharge"). The patient was treated with surgery (tah, lap bilateral salpingectomy, cystotomy repair) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, feeling abnormal, vaginal haemorrhage, the last episode of menorrhagia, hypersensitivity, mental disorder, nausea, dysmenorrhoea, weight decreased, abdominal pain, temperature intolerance, parosmia and depression outcome was unknown, the fatigue, vaginal discharge and bloody discharge had resolved and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, bloody discharge, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, mental disorder, nausea, parosmia, temperature intolerance, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: (discrepancy noted in essure insertion date: 2014 and (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion/migration of essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and mr received. Allergic or hypersensitivity reaction sensitive to heat and smells, psychological or psychiatric problems condition: depression were added, outcome of the events were updated. Patient's medical history was updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: essure device completely in the right fallpian'), embedded device ('essure device on the left partially within the fallopian tube wit the rest projecting within the endometrium/migration of essure device location of device: essure on the left extends from the fallopian tube into the endometrial cavity') and fallopian tube perforation ('perforation (fallopian tube)') in a 41-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, genital herpes and alcohol use. Concurrent conditions included body mass index normal, anxiety, depression, attention deficit disorder, menometrorrhagia, premenstrual syndrome, uterine bleeding, hypothyroidism, dysuria, ovarian cyst, change in sleep pattern, hypertension, osteopenia and bladder injury. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), buspirone, buspirone hydrochloride (buspar), dexamfetamine sulfate (dextroamphetamine sulfate), doxepin and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("brain fog/neurological conditions or problems-brain fog"), temperature intolerance ("allergic or hypersensitivity reaction sensitive to heat") and perfume sensitivity ("allergic or hypersensitivity reaction sensitive to smells"). On (B)(6) 2014, the patient experienced menorrhagia ("long periods/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), 11 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue/physical fatigue, brain fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/weight gain/loss specify: gain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder injury ("bladder injury"), hypersensitivity ("allergic hypersensitivity reaction"), genital haemorrhage ("heavy bleeding/ bloody discharge"), abdominal distension ("bloating"), autoimmune thyroiditis ("hashimoto's thyroiditis") and mental disorder ("psychological or psychiatric problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (closure of cystotomy and tah, lap bilateral salpingectomy, cystotomy repair). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, fallopian tube perforation, bladder injury, abdominal pain, dysmenorrhoea, back pain, hypersensitivity, menorrhagia, vaginal haemorrhage, autoimmune thyroiditis, feeling abnormal, mental disorder, nausea, weight decreased, temperature intolerance, perfume sensitivity and depression outcome was unknown, the genital haemorrhage, fatigue and vaginal discharge had resolved and the abdominal distension and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, autoimmune thyroiditis, back pain, bladder injury, depression, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, mental disorder, nausea, perfume sensitivity, temperature intolerance, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (discrepancy noted in essure insertion date: 2014, (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion/migration of essure. Ultrasound scan - on an unknown date: essutre device mostly in the endometrial (uterine) cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dysmenorrhea, menorrhagia, depression concerning the injuries reported in this case, the following ones were reported via social media : autoimmune thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Event:fallopian tube perforation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: essure device completely in the right fallpian'), embedded device ('left essure partially within the fallopian tube with the rest projecting within the endometrium/ migration of essure: essure on the left extends from the fallopian tube into the endometrial cavity') and fallopian tube perforation ('perforation (fallopian tube)') in a 41-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, genital herpes and alcohol use. Concurrent conditions included body mass index normal, anxiety, depression, attention deficit disorder, menometrorrhagia, premenstrual syndrome, uterine bleeding, hypothyroidism, dysuria, ovarian cyst, change in sleep pattern, hypertension, osteopenia and bladder injury. Concomitant products included alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), buspirone, buspirone hydrochloride (buspar), dexamfetamine sulfate (dextroamphetamine sulfate), doxepin and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced feeling abnormal ("brain fog/neurological conditions or problems-brain fog"), temperature intolerance ("allergic or hypersensitivity reaction sensitive to heat") and perfume sensitivity ("allergic or hypersensitivity reaction sensitive to smells"). On (B)(6) 2014, the patient experienced menorrhagia ("long periods/ menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), 11 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue/physical fatigue, brain fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/weight gain/loss specify: gain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder injury ("bladder injury"), hypersensitivity ("allergic hypersensitivity reaction"), genital haemorrhage ("heavy bleeding/ bloody discharge"), abdominal distension ("bloating"), autoimmune thyroiditis ("hashimoto's thyroiditis") and mental disorder ("psychological or psychiatric problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (closure of cystotomy and tah, lap bilateral salpingectomy, cystotomy repair). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, fallopian tube perforation, bladder injury, abdominal pain, dysmenorrhoea, back pain, hypersensitivity, menorrhagia, vaginal haemorrhage, autoimmune thyroiditis, feeling abnormal, mental disorder, nausea, weight decreased, temperature intolerance, perfume sensitivity and depression outcome was unknown, the genital haemorrhage, fatigue and vaginal discharge had resolved and the abdominal distension and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, autoimmune thyroiditis, back pain, bladder injury, depression, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, mental disorder, nausea, perfume sensitivity, temperature intolerance, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (discrepancy noted in essure insertion date: 2014, (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion/migration of essure. Ultrasound scan - on an unknown date: essutre device mostly in the endometrial (uterine) cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dysmenorrhea, menorrhagia, depression concerning the injuries reported in this case, the following ones were reported via social media : autoimmune thyroiditis. Lot number: b30425 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), feeling abnormal ("brain fog") and menorrhagia ("long periods"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, feeling abnormal and menorrhagia outcome was unknown. The reporter considered fatigue, feeling abnormal, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and experienced pain/pelvic pain and heavy bleeding (seen as genital bleeding). The plaintiff was submitted to a hysterectomy and essure was removed on (B)(6) 2016. Pelvic pain and genital bleeding may occur with essure therapy. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.